Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using bd posiflush¿ normal saline syringes, the plunger was difficult to move and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have a large number of ref 306546 .9% sodium chloride flushes that are so difficult to push that they will not work in our pumps in the nicu. Nurses in other departments can manually use them but they are very hard to activate that they are pushing too hard and the fluid gushes out.